Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2010 due to patient allegations of pain, adverse reaction to metal debris, elevated cocr levels, and tissue and bone destruction. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-02085 / 02088).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. ¿

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2010 due to patient allegations of pain, adverse reaction to metal debris, elevated cocr levels, and tissue and bone destruction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative report from (B)(6) 2010 indicates the revision procedure was performed due to subluxation and recurrent dislocations. Operative report further noted a loss of the gluteus medius attachment to the hip and anterior and that 80% of the greater trochanter had no gluteus medius attachment which created the unstable condition in the hip. The acetabular cup had been securely attached. The acetabular cup and modular head were removed and replaced.